Event description:
Caller reported alarm 2 followed by alarm 26, indicating recurring occlusion events over approximately four weeks. The issue caused the customer's blood glucose levels to exceed normal ranges, with the cgm showing "high" readings. Customer attempted resolution by correcting via both a pump and manual injections, consulting with a diabetes nurse but generally handling troubleshooting independently. To address the issues, customer changed the infusion set and cartridge, subsequently resuming insulin. Frequent occlusion and infusion set issues were noted, and customer was advised to contact technical support for effective troubleshooting. The clinical field team was also involved for additional support.